Event description:
It was reported via a merlin.net transmission that the implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing, the patient did not receive any therapy during the oversensing. The patient was asymptomatic. Programming changes were made and the issue was resolved.